Event description:
It was reported that stent fracture occurred. The target lesion was located in the left anterior descending artery. The 3.00 x 38mm synergy xd drug eluting stent was implanted for treatment of the target lesion. Post implant, it was noted to be fractured into two parts due to overexpansion. Another stent was implanted to complete the procedure. There were no patient complications, and the patient condition post procedure was stable.